Event description:
It was reported that during surgery, the anesthesia workstation generated a technical error code indicating a pressure sensor error. Alarms for fio2: low were also generated. There was no patient harm. (B)(4).

Event description:
Manufacturer´s rf #: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the aneshesia workstation at the hospital. The investigation revealed that the cause of the reported issue was found to be the double channel plate which is a part of the fresh gas delivering system. The double channel plate was replaced and the problem with the generation of the reported technical error was solved. The replaced part was not returned for investigation. The logs confirm the reported issues with the pressure issue and the alarmsfor low fio2. The true cause of the generated technical error and the alarmsfor low fio2 has not been determined but it is likely that the replaced part contributed to the reported issues.